Manufacturer narrative:
A system checkout was conducted and there were no failures found with the system, issue was not able to be replicated. Software files were returned for analysis and there was no indication that there were any software anomalies associated with this event. It was noted that the pattern for each of the registrations were far from optimal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis was not completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a functional endoscopic sinus surgery (fess) procedure there was an alleged inaccuracy. They had a hard time registering, and attempted to do touch points and that made the registration worse. They were able to get down to a 2.8 and when navigating they were in the frontal sinus and the navigation system was showing they were in the brain. The doctor stopped using navigation. There was no delay in the case and no reported impact on patient outcome. Additional information received four weeks later indicated the amount of inaccuracy was 3-5 millimeters.